Event description:
It was reported that the pt experienced a shocking or jolting sensation and overstimulation. Since the previous day, the pt felt a zapping pain in the "back, down the vagina." The pt was having spasms and turned the stimulation down to zero or off because it was otherwise too painful. The pt also noticed a boil/pimple like redness at the stimulator site starting three days ago, possibly due to the fact that the pt lost 53 pounds since the implant which caused the corner of the device to rub against her skin. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.